Event description:
It was reported that several ventricular noise episodes were seen via merlin.net transmission. Intermittent oversensing and low sensing were also observed. The lead was capped and replaced.